Event description:
Procedure type: gastrectomy. According to the reporter: the instrument jammed when triggered; it was disengaged but the staples were not formed properly and some of them remained open. The surgeon used an old endo gia handle and finished the surgery without problems. After 2-3 days of the procedure appeared a fistula and needs parenteral feeding. As of october 20, the patient was still hospitalized. The instrument was disposed of by the customer. Gore reinforcement material was used in conjunction with the stapling device. The patient was kept in fasting (without eating).

Manufacturer narrative:
(B)(4).